Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2001, pelvicol and precision were implanted; on approximately (B)(6) 2002, sparc was implanted, and on (B)(6) 2004, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: in addition, lot 1175037 was unavailable for review therefore an assessment memo was attached for product code 810041b.